Manufacturer narrative:
The patient is (B)(6). An event regarding bleeding behind the right knee leading to a revision surgery involving a triathlon ps x3 tibial insert was reported. The event was not confirmed. Device history review: all devices accepted into finished goods conformed to specification. Complaint history review: not performed as no device specific failure mode was reported. The exact cause of the event could not be determined because insufficient information was provided. Further information such as the reported device, clinical history from 2009 forward, and the 2013 revision operative report are needed to complete the investigation for determining the root cause.

Event description:
It was reported that there was bleeding behind the right knee. Removed soft tissue and removing insert.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. (B)(4).

Event description:
It was reported that there was bleeding behind the right knee. Removed soft tissue and removing insert.